Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  was explanted and replaced due to premature battery depletion. The right ventricular (rv) lead exhibited high and unstable thresholds and low impedance. During the device change-out the patient became unstable. The physician was able to explant and replace the device. The lead remains out of service in the patient and will be replaced during another procedure. No further patient complications have been reported as a result of this event.